Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that, sporadically for the last 8 months, they feel "skipped beats" and was getting dizzy. The patient also reported to " have a squeezing in my chest". Furthermore, the patient feels there is something wrong with the lead, and inquired about it. The lead remains in use. It was also reported that the patient states "every once in a while I feel a tight squeeze then tingling in my fingers. It's sporadic, then sometimes it will happen five days in a row, now the tingling is felt in my head." The patient is wondering if this is related to his device. The device remains in use. No patient complications have been reported as a result of this event.